Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implantable cardioverter defibrillator (ICD) upgrade procedure. Upon interrogation, it was noted that the right atrial (ra) lead had low pacing impedance and was sensing noise. The patient was asymptomatic. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.